Event description:
Md's state over 50% of these safety stylettes are unacceptable because: 1. The blue sheath coating strips away creating an unsafe condition; 2. The end caps have gotten stuck in several e.t. Tubes causing delays, patient desaturation and e.t. Tube dislodgement.